Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total ¿-hcg results generated on the architect i2000sr processing module for two patients. The samples were negative upon repeat. The customer also noted that the level 1 control sometimes run high but came in range when repeated. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 5088.75 miu/ml (positive). (B)(6) 2023 repeat results = <1.20miu/ml, <1.20miu/ml, <1.20miu/ml (all negative). (B)(6) 2024 sid (B)(6) initial result = 124.20 miu/ml (positive). (B)(6) 2024 repeat result = <1.20miu/ml (negative). There was no impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect total b-hcg reagent, list 07k78-35, abbott ireland diagnostics division, longford, ireland to the architect i2000sr processing module, list 03m74-02, abbott laboratories, irving, texas, USA. MDR number 3016438761-2024-00142 has been submitted and all further information will be documented under that MDR number.